Event description:
Information was received from user facility via manufacturer representative regarding a device used in unknown spinal therapy. It was reported that the device has broken and gold locking sleeve is jammed in the lock position and will not come free. There was no patient involved in the event and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
H3: product analysis: part # 9561524; lot # my20k001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle and one of the small knuckles were able to be tightened and loosened but the small attachment joint is very rigid after loosening. The joint is sticking slightly but still able to be loosened once the handle is loosened all the way. The instrument appears to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.